Event description:
It was reported that there was low impedance with the right atrial (ra) lead. When the ra lead was connected to a new device "the lead measurements were correct." The device was explanted and replaced by the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).